Event description:
Clinical report states patient was revised due to removal of a prominent screw. Doi: (B)(6) 2007, dor: (B)(6) 2009 (right ankle).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.